Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the airflow accuracy test (pvt test 5) at the 120 lpm setting. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 01apr2019. Date rec'd by MFR: 25mar2019. The manufacturer¿s international service technician confirmed the reported airflow issue. When a value was set at 120 slpm on an airflow accuracy test, a measured value was 132.84 slpm. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 04/11/2019. Date received by manufacturer: 06/18/2019. Failure analysis on the returned gas delivery system (gds) shows that the defective u1 on the air flow sensor pcba created the air flow accuracy test to fail submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.